Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) had fan malfunction. No patient was involved, and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Review of the fault code records at the hospital confirmed the issue reported by the customer. Upon inspection, the fse reinstalled the fan. The unit passed all factory-specified performance and safety tests. The unit was returned to the customer and ready for clinical use.

Manufacturer narrative:
E. Initial reporter. Event site name: (B)(6). Event site postal code:(B)(6). Event site telephone: (B)(6).